Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins quit; the patient stated that she had gained so much weight in the last couple years and there was back fat which made it hard to get through there to charge. The patient reported she is getting poor communication on the recharger and programmer. The patient stated that her pain had been getting worse and worse; she said she swears by the stimulator but it doesn¿t take all the pain away. The patient last had stimulation and had charged their device 3 weeks to a month prior to the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that patient had loss of therapy and are not getting any relief from the current stimulator. Additional information was received. Health care professional (hcp) asked for MRI compatibility guidelines. Unknown if MRI is due to device or therapy. Hcp reported back pain. No further patient symptoms or complications were reported in this event.